Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the pfna-ii blade l90 tan was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the device. Functional test: a complete functional test could not be performed as the mating devices were not returned. A partial functional test was performed on the locking mechanism of the helical blade. The end cap and the screw were first disassembled from the sleeve. The notch of the screw was then latched onto the notch of the helical blade, and was then assembled with the sleeve and the end cap. The end cap was then fastened. The end cap was able to lock all the way leaving no gaps between the sleeve and the blade. The blade could not rotate in the locked position. The components could also be unlocked and disassembled with no difficulty. The device functioned as intended. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq as the device functioned as intended. Document/specification review: the following drawing(s) (current and manufactured to) were reviewed: -blade l75-120mm, tan f/pfna-ii blade -end cap, tan f/pfna-ii blade -screw m7x1 tan/sst f/pfna blade -sleeve l43.5-63.5mm, tan f/pfna-ii blade no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint cannot be confirmed for the pfna-ii blade l90 tan as the locking mechanism of the device functioned as intended upon assembly. While a definitive root cause could not be identified for the reported issue, it is possible that the devices were assembled inappropriately prior to use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: part: 04.027.053s, lot: 46p7480, manufacturing site: bettlach, release to warehouse date: march 19, 2020, expiry date: march 1, 2030. A manufacturing record evaluation was performed for the part: 04.027.053s, lot: 46p7480 and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the proximal femoral nail anti-rotation (pfna) ii helical blade had interlocking mechanism failure. It was checked intraoperatively by using the blade by key. There was no surgical delay reported. Procedure was successfully completed. Patient outcome is unknown. No further information provided. This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for complaint (B)(4).